Event description:
The customer sent the subject device to an olympus service center for evaluation with no reported complaint. There was no patient or user injury reported. Upon inspection and testing, service observed the endoscopic image was blurry. This report is being submitted for the malfunction found during the device evaluation (blurry image).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined; however, the following are the probable causes: - the entire image was blurred due to damage to the ccd unit. - the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. - blurring the entire image occurred within the allowable range. - the entire image was blurred due to damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service found the light guide cover lens was discolored. The distal end (c-cover) was damaged. The rubber adhesive on the bending section was cloudy. The control unit scope cover was cracked. The angulation system was out of specification due to stretching of the angle wires. Minor scratches were present on the connecting tube. Per the legal manufacturer, this issue identified by service has no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.